Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. That same day, the patient was treated with fortum injection (1 gram nightly intraperitoneally) for peritonitis. Fortum therapy was ongoing at the time of the report. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was a break in aseptic technique further described as the patient did not wear a mask and did not clean the area before starting pd therapy. The patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.